Manufacturer narrative:
The pump was not returned for evaluation, as it was not explanted. A correlation between the device and the reported events leading up to the patient's expiration could not be determined through this evaluation. The instructions for use lists driveline infection, local infection, stroke, and neurologic dysfunction as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) in (B)(6) 2011. The patient expired on (B)(6) 2015 with the cause of death reported as a ¿possible neuro event¿. It was reported that the patient¿s wife notified the implanting hospital vad team that the patient had expired. It was believed that the patient expired en route to the emergency department (ed). The patient¿s wife stated that the patient had been complaining of not being able to feel his legs and that she should call ems. The patient was unresponsive by the time he arrived at the ed where the patient was pronounced dead. The lvad was running and the nurse was directed to disconnect the pump. The ed physician reportedly suspected that the patient expired due to a possible neurological event. It was also reported that the patient had a new driveline infection, and had just switched antibiotics a couple of days prior. The vad coordinator wondered if he was bacteremic. The patient had not been seen at the implant center for approximately 18 months at his choosing. The patient had weekly home care and the hospital staff continued to dose his coumadin and refill his medications. It was noted that even though he hadn't declared "hospice", the situation was essentially that.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 2 months. The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.